Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-08, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient reported that their healthcare professional (hcp) thinks the pump seems to be running slower since 2019 (patient stated about a month or so back). The patient stated their hcp told them the pump would need to be replaced in the next 6-9 months. No symptoms were reported. The patient was to follow up with their hcp. Additional information was received from the hcp on 2020-jan-21 indicated there was a device issue occurring and the reservoir contained more than the registered. It was noted it exceeds the expected volume left in the pump for exchange during refill. The hcp had commented to the patient that the pump was slowing its rate and a new pump may be required. X-rays of the catheter position were completed {no further information provided regarding the results of the x-rays}. The pump was being monitored closely to evaluate plans for replacement. It was reported it seemed the pump was getting to the end of useful life. Actions planned to occur to resolve the issue included replacing the pump soon. The patient did not experience any symptoms related to the device issue. The patient¿s weight was 180 pounds and the pump was being used to deliver intrathecal hydromorphone 10 mg/ml at 2.068 mg/day. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2020-mar-23. It was reported that the pump exchange was scheduled for (B)(6) 2020. There were no environmental, external, or patient factors that may have caused or contributed to the volume discrepancies. The cause was not determined but it was presumed that the cause may have been the pump slowing and getting to end of life. On (B)(6) 2019 4.8ml were aspirated and 20ml were placed into the pump. On (B)(6) 2010 the actual volume was 13ml and the dose was 2.299mg/day. The expected volume was 12.5ml. Following the refill a bridge bolus of 8.647 was given to be delivered in 5 days. The patient presented for adjustments to the pump and to have a new concentration added. The patient continued with side effects from the ziconotide in spite of the dose being reduced to the point where the patient was experiencing pain. After a long conversation and due process of titration down, the patient did not improve in their hallucinations and their mental status remained the same. They had come to the decision to remove ziconotide from the patient's intrathecal infusion and leave only hydromorphone. The patient presented with right hip pain which was described as throbbing and was able to function at medium levels of activity, had not escalated on the medications, did not present side effects from the medication, and did not present signs of aberrant behavior. In addition, the patient presented with leg pain/sciatica radiating to the left and right central feet. It was described as numbness and tingling. The patient also presented with left and right hand pain described as aching and worsening. The patient presented with foot pain as well as low backpain in the lumbar spine on both sides. The patient presented with chest pain/pressure "zoster" on the left side of the chest. It was radiating to the back and was described as acute. The symptom was ongoing. It was noted that there was evidence of distress. The patient changed position constantly to alleviate pain and moaned and groaned constantly. The patient experienced increased lumbar lordosis, paraspinal tenderness and tender facet joints at multiple bilateral levels, left sacroiliac joint tenderness, was "patrick's maneuver positive," had moderate limitation in range of motion, and weakness with 3/5 strength. The patient had swelling in both lower legs and tightness in both hamstrings. The patient had erythema and a rash on the left side of their chest. The patient's diagnoses included low back pain, sacroilitis, spondolyosis without myelopathy or radiculopathy in the lumbosacral region, intervertebral disc disorders with radiculopathy in the lumbar region, atrophy of the thyroid (acquired) with hypothyroidism on replacement therapy, chronic pain syndrome, opioid dependence, long term use of opioid analgesics, encounter for therapeutic drug level monitoring, and zoster without complications. The pump was reprogrammed with preservative free hydromorphone (10mg/ml). If the patient did not have improvement in the pain control, then pump troubleshooting would be started. X-rays of the thoracic spine were pending to determine catheter position and x-rays of the right hip were being considered. The estimated elective replacement indicator (eri) was 11 months and the next refill would be in 51 days. A left trochanteric bursa injection was indicated. On (B)(6) 2019 the actual volume was 14.5ml and the previously filled volume was 20ml. The expected volume was 14.3ml. The patient continued with visual and tactile hallucinations in spite of removing ziconotide and was experiencing pain again. The patient reported that oral medication did not help. The patient followed up with their primary care physician (pcp) and they had removed some of the medications that may have caused the problem as well. The hcp had spoken with the pcp about the patient's case and noted that the hydromorphone may need to be changed to another opioid. The hcp was to start weaning the patient off and would review x-rays of the thoracic-lumbar spine to determine catheter position. The patient presented with right hip pain which was described as throbbing and was able to function at medium levels of activity, had not escalated on the medications, did not present side effects from the medication, and did not present signs of aberrant behavior. In addition, the patient presented with leg pain/sciatica radiating to the left and right central feet. It was described as numbness and tingling. The patient also presented with left and right hand pain described as aching and worsening. The patient presented with foot pain as well as low back pain in the lumbar spine on both sides. Th e patient presented with chest pain/pressure "zoster" on the left side of the chest. It was radiating to the back and was described as acute. The symptom was ongoing. It was noted that there was evidence of distress. The patient changed position constantly to alleviate pain and moaned and groaned constantly. The patient experienced increased lumbar lordosis, paraspinal tenderness and tender facet joints at multiple bilateral levels, left sacroiliac joint tenderness, was "patrick's maneuver positive," had moderate limitation in range of motion, and weakness with 3/5 strength. The patient had swelling in both lower legs and tightness in both hamstrings. The patient had erythema and a rash on the left side of their chest. The patient's diagnoses included low back pain, sacroilitis, spondolyosis without myelopathy or radiculopathy in the lumbosacral region, intervertebral disc disorders with radiculopathy in the lumbar region, atrophy of the thyroid (acquired) with hypothyroidism on replacement therapy, chronic pain syndrome, opioid dependence, long term use of opioid analgesics, encounter for therapeutic drug level monitoring, and zoster without complications. The pump was reprogrammed at the visit with 10mg/ml preservative free hydromorphone with a daily dose of 2.068mg/day. It was noted that the hcp was to consider adding bupivacaine to the hydromorphone and to consider another opioid like morphine or fentanyl. If the patient did not have improvement in the pain control, then pump troubleshooting would be started. The estimated elective replacement indicator (eri) was 10 months and the next refill was in 51 days. A left trochanteric bursa injection was also indicated. On (B)(6) 2020 the patient continued with uncontrolled pain and visual and tactile hallucinations in spite of removing the ziconotide. The patient was experiencing increased pain again and reported that oxycodone helped but was not enough. The patient tried to spare it but it was hard. The patient wanted to review x-rays of the thoracic and lumbar spine to determine if any procedure was needed. The patient presented with right hip pain that was described as throbbing and was able to function at medium levels of activity. The patient had not escalated on the medications and did not present side effects from the medication. The patient did not present signs of aberrant behavior. In addition, the patient presented with leg pain/sciatica that was radiating to the left central foot and the right central foot. It was described as numbness and tingling. The patient also presented with hand pain on the left and right. It was described as aching and worsening. The patient next presented with foot pain and low back pain on both sides. The patient presented with chest pain/pressure "zoster." It was located on the left side of the chest and was radiating to the back. It was described as acute and the symptom was ongoing. It was noted that there was evidence of distress. The patient was anxious, changed position constantly to alleviate pain, moaned and groaned constantly, and presented pain behavior. The patient experienced increased lumbar lordosis, paraspinal tenderness and tender facet joints at multiple bilateral levels, left sacroiliac joint tenderness, was "patrick's k's maneuver positive," had moderate limitation in range of motion, and weakness with 3/5 strength. The patient had swelling in both lower legs and tightness in both hamstrings. The patient had erythema and a rash on both sides of their chest. The patient's diagnoses included other specified complications of the implanted nervous system device (catheter troubleshooting), low back pain, sacroilitis, spondolyosis without myelopathy or radiculopathy in the lumbosacral region, intervertebral disc disorders with radiculopathy in the lumbar region, atrophy of the thyroid (acquired) with hypothyroidism on replacement therapy, chronic pain syndrome, opioid dependence, long term use of opioid analgesics, encounter for therapeutic drug level monitoring, and zoster without complications. On (B)(6) 2020 the previously programmed dose was 2.068mg/day which was a decrease of 10%. The previously filled volume was 20cc. A presumptive urine drug test (udt) was taken and sent out for confirmation. X-rays revealed the catheter was in the right place at t8. Concomitant medications included oxycodone-acetaminophen (10mg -225mg tablets), chlorthalidone (25mg tablets), amlodipine (10mg tablets), tizanidine (4mg tablets), clopidogrel (75mg tablets), adcirca (20mg tablets), hydralazine (50mg tablets), nystatin (100,000 unit/gram topical ointment), lorazepam (2mg tablet), levothyroxine (75mcg tablet), ventolin (90mg aerosol inhaler), and lisinopril (5mg tablet). The patient was provided the "phq-9" to screen, diagnose, monitor, and measure the severity of depression. Based on the response, the patient was considered to have mild depression. Support and education had been offered. The pump therapy continued as in indicated. The patient was to be scheduled for a shuntogram of the delivery system catheter and port access at a hospital. No procedures were proposed.